Manufacturer narrative:
(B) (4). The ge service rep replaced the system interface, controller pcb, system software ver 10, cpu controller pcb. Hard drive, triple output power supply, workstation power supply, and celeron sbc. The system was tested and operates as intended.

Event description:
The customer reported that the system had a software failure. This did not harm the patient.